Event description:
The radiology assistant manager reported the following: a (B)(6) female underwent a CT scan of the chest with intravenous contrast on (B)(6) 2010. The contrast was delivered at an injection rate of 2ml/sec approximately 50-70mls of contrast infiltrated into the patient's left distal anterior forearm at the site of the injection. Directly following the CT scan procedure, the radiologist observed the patient and noticed some compartmentalization at the site of the infiltrate. He immediately consulted with a surgeon. The patient went directly to the operating room and underwent a fasciotomy to the injured area. The patient is reportedly healing; however, she is experiencing a limited range of motion in the left arm.

Manufacturer narrative:
A medrad service engineer performed a system check on the stellant injector on september 7, 2010 and the unit was found to be operating to specification. Additional applications training was offered to the customer but they declined.